Manufacturer narrative:
Concomitant medical products: item: alloclassic csf insert 64/28 catalog #: 3506 lot #: 2255490, item: allocl csf anchorage cap 64 catalog #: 3536 lot #: 2266504, item: sulox head, m, 28/0, taper 12/14 catalog #: 17.28.06 lot #: 2270488. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The complaint device has not been returned; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The device history records were reviewed and found to be conforming. An e-mail requesting the following additional information was sent on (B)(6) 2018 to the appropriate representatives. The availability of the affected product(s) (non-availability with a rationale) all available x-rays during time in- vivo with printed date were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related non- compliance, patient anatomy) was the surgical technique for the product utilized? A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim.it was reported that the patient was implanted with alloclassic sl stem 7 (B)(6) and underwent revision surgery (approximately seven years post implantation) due to a periprothetic femur fracture.

Manufacturer narrative:
Investigation results were made available. DHR review: ref#: 2847 lot#: 2249009 - yield: 100 - delivered: 100 the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Associated product: ref#: 3536 lot#: 2266504 - yield: 25 - delivered: 25 the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref#: 3506 lot#: 2255490 - yield: 50 - delivered: 50 the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref#: 17.28.06 lot#: 2270488 - yield: 100 - delivered: 100 the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: bone fracture a trend is identified if at least one of the following criteria is met: - 3 similar events within 1 month for the same item number - 6 similar events within 6 months for the same item number - 2 similar events for the same lot number review of event description: it has been reported that a patient underwent a primary implantation consisting of a zimmerbiomet hip tep in 2005. Following, a revision surgery was performed on (B)(6), 2012 due to a periprothetic femur fracture. A second revision surgery was performed on (B)(6), 2017 due to fracture of the prosthesis and infection. - primary implantation in 2005 (alloclassic csf anchorage cup, csf insert, sl stem, sulox head) - revision surgery due to periprosthetic fracture (B)(6), 2012 (revision of stem and head to a hyperion system with a ceramic head). Review of received data: - no x-ray images or intra-operative pictures have been received. - three surgical reports have been received: - surgical report of primary implantation performed on (B)(6), 2005: diagnosis: coxarthrosis right therapy: implantation of a right, cementless hip tep typ zweymüller, cup size 64, stem 7, ceramic head m 28 mm. Surgery: access to the joint capsule. Excision of the ventral hip capsule, which is thickened and callous. Luxation of the hip head. Removal of the head with an oscillating saw. Resection of the dorsale capsule which does also show synovitis. Reaming until size 64 cementless zweymüller. Screwing in the titanium cup without difficulties. Insertion of the pe-inlay which is firmly seated. Preparation of the proximal femur for the zweymüller stem size 2, perfect fit of the stem. Reposition with a medium trial head shows good fit without luxation tendency. Mounting of the final ceramic head. Closure. - surgical report of the first revision surgery performed on (B)(6), 2012: diagnosis: periprosthetic femur fracture right therapy: explantation of primary stem, implantation of a revision stem (system hyperion modular zimmer biomet, stem 240, connection part 30 mm, 80 mm head/neck part, ceramic head 28 mm m), 3 cerclage, distal fixation. Surgery: access to the femur. Removal of the previous stem. Careful inspection of the cup which has a firm seat. The inlay does not show any damage. Preparation of the femur for a 16 dyaphyseal stem. Carefully measuring with repositioning and trial tools. Assembly of the revision stem and cold welding of the parts. Impaction of the distal femur using x-ray control. Adjusting the antetorsion and decision for a 28 mm ceramic head, neck length m after usage of trial heads. Final reposition and fixation with three cerclage. After reposition the leg length seems to be identical. No luxation tendency for all degrees of freedom. X-ray control of the parts shows a good seat. Closure. - implant stickers of the primary implantation have been received: - alloclassic csf anchorage cup (ref: 3536, lot: 2266504) - alloclassic csf insert (ref: 3506, lot: 2255490) - alloclassic sl stem (ref: 2847, lot: 2249009) - sulox head (ref: 17.28.06, lot: 2270488) devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentatio:n the compatibility check was performed from and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using rmw : - aseptic loosening of stem due to incorrect distribution of load due to design => not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. - aseptic loosening of stem, bone fracture due to insufficient primary stability due to design => not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. - aseptic loosening of stem due to insufficient secondary stability due to blasted surface structure => not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. - implant breakage, bone fracture due to wrong planning template used / misinterpretation of the x-ray templates regarding center of rotation/leg length/offset => possible, as no medical data except of the surgical report was received for the primary implantation this cause cannot be excluded. - implant dislocation/loosening due to wrong position during canal preparation => possible, as no medical data except of the surgical report was received for the primary implantation this cause cannot be excluded. - implant dislocation/loosening due to selection of wrong components => not possible, as the compatibility check approved the implanted device combination. Conclusion summary review of the three surgical reports showed that the primary implantation consisting of a hip tep on the right side took place in 2005. An alloclassic csf cup, csf inlay, sl stem and a sulox head were implanted. Due to periprosthetic fracture a first revision took place in 2012. The sl stem was revised to a hyperion system, the sulox head was revised to a ceramic head. The alloclassic cup and inlay remained in-situ. After 4 years a second revision was performed in 2017 due to implant fracture and infection. All components were removed and the infection was treated with antibiotic spacers. According to the surgical report after treatment of the infection a tumor-/resection endoprosthesis was implanted. Based on the given information, especially on the basis of the surgical report dated jun 18, 2012, the complaint could be confirmed. The quality records show that all specified characteristics have met the specifications valid at time of production. Further, the components have been in-vivo for approx. 7 years without any reported deficiencies. Nevertheless, due to the insufficient description of the event, missing patient details and the unavailability of intra-operative and x-ray images of the device it was impossible to perform a meaningful investigation. Therefore, based on the lack of information, we were not able to identify a specific root cause for the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).